Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that on (B)(6) 2017 the right ventricular lead was capped and replaced successfully; no capture observed on the lead was noted, and the noise observed on the lead was not reproducible. It was also noted that the lead replacement procedure had no complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that rise in capture threshold, rise in impedance, diagnostics anomaly were noted on the right ventricular lead. The patient was asymptomatic. No intervention was performed. Patient would continue to be monitored remotely via merlin.net transmission.